Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the needle of the depth gauge for 2.0mm and 2.4mm screwss was found broken from the body. The broken fragment was not returned for examination. Additionally, the protector sleeve is missing. No other issues were observer, therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depth gauge for 2.0mm and 2.4mm screws would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 319.006, synthes lot#: ft00291, supplier lot#: ft00291, release to warehouse date: 21 dec 2016, supplier: (B)(4). No ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting the instrumentation after going through the decontamination process, it was noticed that there were several graphic cases and several instruments that were damaged. It was unknown when these items were damaged or how they were damaged. There is no patient involvement and it is unknown when the damage occurred and whether it was preop, postop or intraop. All of these items were noticed damaged after going through the decontamination process. 1. Depth gauge for 2.0mm and 2.4mm screws: this item is a depth gauge, and the tip of it is broken. 2. Silicone hndl/qc rotating cap: the item is a screwdriver, and the back of the screwdriver has a cap on it that is broken, and it appears as though the piece is connecting the cap are broken and unable to be used. 3. Cable cutter: this item is a crimper for our cable set and one of the tips of the crimp is broken. 4. Inter-lock screwdriver t25/3.5 hex/224: the side was a capture screwdriver, and one of the sides of the capture pieces is twisted and stripped. 5. Driving cap: this item is a driving cap for the tibial nail system. There is a spot weld on a pin, and that spot weld has come undone and allows a pin to move freely. 6. Graphic case for 6.5 cann screw set: this item is a 6.5 cannulated screw graphic case and the coating on the inside is coming apart and flaking off. 7. 105.182, lot # unknown, this item is a screw rack, and the coating is flaking on an unable to be used. Quantity (B)(4). 8. 105.181, lot # unknown, this item is also a screw rack and the coding is coming off of it as well. Quantity (B)(4). 9. 3.5 va-lcp proximal tib impl & inst case: this item is a va proximal tibia graphic case, and the coating is coming off of it. 10. Tray for 3.5 va prox tib sm/lrg bend pls: this is an insert for the va proximal tibia graphic case. The coating on this one is coming off as well. Quantity (B)(4). 11. Lcp distal fibula set graphic case: this item is an lcp distal, fibula graphic case, and the coding is coming off of it as well. Quantity (B)(4). 12. Tray f/2.7/3.5 lcp postlat dstl fib pls: this item is an insert for the lcp posterior lateral fibula plates. The coating is coming off of it as well. Quantity (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.